Manufacturer narrative:
The treatment plan included bilateral augmentation mammoplasty, mini abdominoplasty, renuvion use on the anterior abdomen, buttocks and circumferential thighs, and bellafill to the hands and temple. The renuvion device settings were 100% power and 1.5 lpm of helium flow with 8 antegrade/retrograde passes, these settings are outside of the recommended settings in the instructions for use. The doctor reported that during the treatment along the distal, medial thigh the burn was sustained subsequent to the tip of the device becoming dislodged / broken. An attempt to retrieve the device fragment using a hemostat was performed without success. The doctor states the patient's current condition is good. The device has not yet been returned for evaluation. As with all energy devices there are inherent risks associated with the use of renuvion. Risks included in the instructions for use are: unintended burns (deep or superficial), ischemia, fibrosis, infection, pain, discomfort, pigmentation changes, increased healing time, unsatisfactory scarring, asymmetry and/or unacceptable cosmetic result.

Event description:
The patient received a full thickness burn on the medial, distal thigh and a segment of the handpiece is believed to have become dislodged and was retained in the patient during a procedure in which renuvion was used as part of the overall surgical treatment.